Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distributor (B)(4). Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Summarizing standardized translation from initial reporter´s narrative: the canula broke from the needle hub.

Manufacturer narrative:
Based on risk management file and clinical evaluation report this file is considered as closed.

Event description:
Irn# 564_182-18. Summarizing standardized translation from initial reporter´s narrative: the canula broke from the needle hub.